Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The root cause for the failure was the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, causing the rear pulse wire to break from the trunk cable pulse wire. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.